Event description:
On or about (B)(6) 2020 the patient underwent a surgical procedure, pedicle screws and/or similar bolt and/or fastener were used/planted during the procedure. As the patient recovered from the surgical procedure and resumed his daily activities, he began to experience numbness and tingling and/or similar symptoms. As the pain progressed and became unbearable, patient presented to a medical provider for a consultation and assessment. On or about (B)(6) 2020 the patient was advised that the pedicle screws and/or similar bolt and/or fastener that were previously implanted were defective or had broken, that were causing pain and discomfort. This complaint involves unknown number of devices. This report is for unk - screws: pedicle for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown when device broke in 2020. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown pedicle screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: initial reporter is legal representative of patient; not a health professional h3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.